Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent a pocket revision, during which, the physician move the ipg a little more superficial because it was too deep. The patient was doing well following the procedure.